Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issues and subsequent treatment appears to be related to operational context of the procedure. Reportedly, the guide wire met resistance due to the tortuous anatomy which likely led to the reported separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a deep vein thrombosis procedure was performed to treat a patient with tortuosity of the iliac vein using a non-abbott device (aspirex) in the common iliac vein. During the procedure, the device did not function properly, and the 0.025 wire originally included with aspirex was removed. It was later noted that the distal part of the 0.025 wire had broken during use, although the physician did not recognize this at the time. The aspirex device was then replaced with ht command18 st, which met resistance during advancement due to the tortuous anatomy. During use it was noted the guide wire separated. The separated portion was successfully retrieved with a snare device. Subsequent fluoroscopy revealed that the broken tip of the 0.025 wire from the aspirex device had migrated to the right ventricle. Attempts were made to retrieve it using a snare, but removal was difficult. During the retrieval attempt, the patient¿s blood pressure and oxygen saturation continuously dropped. Additionally, CT imaging showed a thrombus in the ivc. The procedure was performed without the use of an ivc filter, and the patient ultimately expired. An autopsy was requested by the patient¿s family, and the result confirmed pulmonary embolism. The physician believes the issue originated from the aspirex device and that the use of ht command18 st did not contribute to or cause the patient¿s condition. No additional information was provided.